Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder were reported in a research article in a subject population with multiple co-morbidities including atrial septal defect. A case study of a 24-year-old female with an atrial septal defect (asd) and no history of tachyarrhythmia for the past two years. Some of the complications reported were surgical intervention, unexpected medical intervention, hospitalization, and tachycardia; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title "refractory atrial tachycardia after transcatheter atrial septal defect closure".

Event description:
The article, "refractory atrial tachycardia after transcatheter atrial septal defect closure", was reviewed. The article presented a case study of a 24-year-old female with an atrial septal defect (asd) and no history of tachyarrhythmia for the past two years.. It was reported that on an unknown date, a 24mm amplatzer septal occluder was chosen for implant to occlude an asd measured 22.7x18.0mm via 23.4mm sizing balloon. The 24mm amplatzer septal occluder was successfully implanted with no residual shunt confirmed via transesophageal echocardiography (tee). It was later reported two days post-procedure, the patient developed atrial tachycardia (at) with heart rate of 125 bpm. It was reported antiarrhythmic agents, beta-blocker, verapamil, and electrical defibrillation were ineffective. It was then reported on the seventh day post-procedure, the patient underwent an electrophysiological study for persistent at. It was reported atrial high frequency burst pacing was not effective. A decision was made to perform catheter ablation at superior atrial septum between the left and right atrial discs of the occluder. The patient status was reported recovery of sinus rhythm without reoccurrence of at. [The primary author was akihito tanaka, nagoya university, japan]